Event description:
It was reported that pump experienced a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.